Event description:
The pt underwent previous breast reconstruction. She has developed a grade IV capsular contracture, associated with pain in the arm. Removal of the breast implant is indicated. The risks including bleeding, infection, wound breakdown, possible need for add'l surgery, psychological changes associated with change in body image, etc., were all discussed with the pt. The pt understands the risks, benefits and limitations of the procedure and wishes to proceed. The previous scar was resected and dissection was carried down through the skin and subcutaneous tissue. The pectoralis muscle was divided partially and the periprosthetic capsule was identified. This was incised, and the implant was removed. The implant appeared to be intact, with the exception that there was no visible saline in the outer shell. There did not appear to be any leakage of the contained silicone. The periprosthetic capsule was moderately thick in one area, and this area was excised and sent to pathology for permanent section.